Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. Technical service (ts) confirmed the reported issue via troubleshooting. The issue was that unit's nav-ring accept button was not functioning and customer could not check the event log to check for alarms. Ts had customer remove accept button and physically press the pcba button. Button did not function. Customer replaced the button pcba to resolve the reported issue and was able to navigate using the accept button. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had a check vent alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.